Event description:
With resident in the tub lift, and placing resident into the tub, the base of the lift lifted off the floor tilting resident forward. Resident's foot hit the tub ripping off her toenail.

Manufacturer narrative:
As the resident was being lifted, the lift came loose from it's anchor and started to tilt. This occurrence was caused by improper installation of the lift. Installation instructions are provided and a kit with correct anchor bolts are provided. If these instructions are not followed, the anchoring system will have to be specified by an architect for the floor involved. This lift and others in the facility were correctly re-installed to resolve the issue.